Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Product event summary: (B)(4). The device was returned, analyzed and no anomalies were found. Concomitant products: 0181 competitor implantable tachy lead implanted: unknown; 4195 implantable pacing lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted. No further patient complications have been reported as a result of this event.